Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that symptoms could not be reproduced. All functional and operational test were performed and tests results were good.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) had a message indicating that maintenance is required was displayed. There was no health damage to the patient reported.